Event description:
Mom called registered nurse (rn) into the room. Patient was screaming and blood backing up into the tubing. Rn clamped all 3 lines of the trifuse and noticed that there was blood on the floor and that the line was leaking at the spiros connection. Disconnected his tubing and made new tubing, flushed port, no issues with flushing, started meds and fluids again. No issues since.